Manufacturer narrative:
Article citation: clemens, m.w., et al. ¿ep14.03-05 implant associated squamous cell carcinoma: an emerging chest wall malignancy.¿ journal of thoracic oncology, vol. 18, no. 11, nov. 2023, https://doi.org/10.1016/j.jtho.2023.09.1396. Continued h.6. Health effect - impact code: f2201. The events of "seroma" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "complex fluid collection around the implant"; "had regional lymph".

Event description:
Through journal article "ep14.03-05 implant associated squamous cell carcinoma: an emerging chest wall malignancy", 21 patients are identified with breast implant-associated squamous cell carcinoma (bia-scc) and 6 patients are identified of squamous cell metaplasia (scm). Most patients "presented with an invasive thoracic wall mass, swelling or seroma, or sternal pain. Imaging showed a complex fluid collection around the implant, and four cases had squamous cells identified on fluid aspiration, had a mass extending beyond the implant capsule, and had regional lymph." Affected side is unknown. The status of the devices is unknown. The manufacturer of the devices is unknown. The events of "bia-scc" and "scm" are deemed not device-related.